Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely elevated architect calcium of 12.0 mg/dl on a patient sample processed on the architect c16000 that was questioned by the physician. The sample was repeated on another instrument calcium of 5.5 mg/dl. The account uses a normal calcium range of 8.5 to 10.5 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
In addition to the information the customer provided, the evaluation included reviewing the complaint, trending data, instrument service history as well as labeling in the architect system operations manual. The field service representative (fsr) discovered small damage to the coating of the mixer on the architect c16000. This part is considered the likely cause of the results issue. The architect c1601136 service history review revealed there was no subsequent contact from the customer regarding erratic/discrepant results after the mixer was replaced. Review of the reporting period and the 12-month search for similar complaints did not identify an adverse trend or systemic issue for the mixer. A review of tracking and trending data in the product monitoring review for clinical chemistry systems (architect c16000, c8000, and c4000) revealed no issues or adverse trends related to the current complaint. Nor did a search identify any related nonconformity for the mixer. A review of the product labeling concluded that the issue is sufficiently addressed. A systemic issue and/or product deficiency was not identified.